Event description:
Initiator reported that a comparison between their family member's surestep meter and a hcp (surestep) meter was 60 mg/dl (ss) and 130 mg/dl (hcp) respectively (54% difference). No symptoms were reported. There was no allegation of harm.